Event description:
The customer reported discrepant b-type natriuretic peptide (bnp) results, for multiple patients, on separate days, involving access 2 immunoassay system. This is report two of two. Following a review of the reagent inventory, it was confirmed the customer had reused the bnp reagent pack on another access 2 system. The customer was advised to review and reanalyze past patient samples to verify results accuracy and report any discrepancies to beckman coulter. The erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. No hardware or system issues were noted on system checks or calibration reports. The customer indicated quality control (qc) was within the acceptable range. The customer confirmed reagent pack sharing warning labels were affixed to the reagent carousel.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance and resolved the issue through troubleshooting via the telephone. Use error contributed to the event. This medwatch report is related to 2122870-2012-01764.